Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a low battery power alert. The customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. There was no impact to the customer's blood glucose level.